Event description:
It was reported that a pt had a stent placed for treatment in 2003, and was discharged home. Thirty-six days later the pt presented with the stent blocked by food. The food was removed by endoscopy. The pt presented twice again with the stent blocked by food and the food was removed by endoscopy. It was reported that the distal end of the stent appeared to have uncoiled. The pt was scheduled to have a second stent placed. This is the extent of the info the user facility provided for co's follow-up about this case. Should add'l info become available, a supplement to this report will be filed. The device remains implanted in the pt and, therefore, a failure analysis could not be performed. Without evaluating the device, co is unable to determine if the device met specifications. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between this device and this event.